Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. However, device received a33 alarm during rewind. Unable to perform the displacement test and self test. No frozen screen noted during test and time clock advances properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump stopped working and had a frozen display. Customer was advised to observe time clock for one minute to verify if time advances and they stated that time did not advances. Customer mentioned that they were unable to press act button during rewound process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.